Event description:
Patient diagnosed with vocal cord paralysis. Device currently programmed to off. Further investigation revealed that the pt had a benign tumor on their thyroid gland. Surgery is planned to remove the tumor and the device will be turned back on but to lower settings.